Manufacturer narrative:
Sections with additional information as of 12-nov-2020: h6: updated FDA's method, result, and conclusion codes. H10: syringes were returned for evaluation; defect was detected: plunger not functioning correctly - syringe did not aspirate and dispense liquid substance properly. Returned product was forwarded to contract manufacturer for investigation. Contract manufacturer's investigation has been completed and root cause selected. H10: most likely underlying root cause: rc-075: supplier manufacturing defect. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for syringe plunger not working. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is a few months ago.